Event description:
It was reported that during use with bd insyte¿ IV catheter 22ga x 1.00in the end cap was unable to be attached. The following information was provided by the initial reporter, translated from chinese to english: the patient underwent gastroscopy. Before operation, he was prepared to puncture the superficial vein with an indwelling needle. If the puncture was successful, he was given a heparin cap to seal the tube mouth. The heparin cap could not be screwed on. If the heparin cap was replaced, it still could not be screwed on. Make relevant explanations, and conduct superficial vein puncture.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that during use with bd insyte¿ IV catheter 22ga x 1.00in the end cap was unable to be attached. The following information was provided by the initial reporter, translated from chinese to english: the patient underwent gastroscopy. Before operation, he was prepared to puncture the superficial vein with an indwelling needle. If the puncture was successful, he was given a heparin cap to seal the tube mouth. The heparin cap could not be screwed on. If the heparin cap was replaced, it still could not be screwed on. Make relevant explanations, and conduct superficial vein puncture.